Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted after being implanted for several months with a non- product performance allegation. A new lv lead was implanted at the same surgical procedure. Lv lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted after being implanted for several months with a non- product performance allegation. A new lv lead was implanted at the same surgical procedure. No additional adverse patient effects were reported.